Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge was decreasing faster than expected. The customer's blood glucose level ranged from 180-181 (mg/dl). At the time of the call the customer was unable to perform troubleshooting as the customer was driving. Although requested, no further information was provided on the reported event.